Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 09/30/2016. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed loose particles/fibers in the optic body compatibles with handling the lens out of the sterile environment. The lens was observed unfolded. No damages in the lens haptics were observed. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was first reported that the intraocular lens (iol) did not insert into the patient's eye and had a malfunction. The doctor was able to remove the iol and use a new one of the same model and diopter. The patient is fine. During follow-up, it was found that after the lens was inserted in the eye, the doctor did not like how the lens unfolded in the eye. The lens was cut in pieces and removed from the patient with no incision enlargement, vitrectomy or patient injury. Another lens of the same model and diopter was inserted with no complications. No additional information was provided to abbott medical optics.